Manufacturer narrative:
E1/initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician noted that the guidewire insertion surface at the distal end of the single use mechanical lithotripter had torn. The procedure was completed by switching to a new unit of the same product. The event was reported to prolong the procedure by less than 30 minutes. There were no reports of patient harm.